Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed and the cause of the failure is due to a misaligned preamp cable causing a lead fault error and the ECG waveform to be intermittent. The cable was replaced to correct the issue. After cable replacement, the device passed testing and returned to the customer.

Event description:
Co service confirmed the customers initial report of no ECG data and discovered a "lead fault" message during the investigation. No patient involvement.